Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on 04-15-2023 for g7 wearable with serial number (B)(6). However, g7 wearable with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was determined to be patient allegation confirmed but could not be reproduced with returned product. No injury or medical intervention was reported.

Event description:
It was reported that signal loss of over one hour occurred for the g7 wearable with the serial number (B)(6) . However, data for the g7 wearable with the serial number (B)(6) was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.